Manufacturer narrative:
The device has been explanted and discarded therefore the device will not be returned to the manufacturer for evaluation. When available, a failure analysis will be submitted as a follow up report.

Event description:
The user was reimplanted on (B)(6) 2017, due to cable extrusion with electrode extrusion into the outer ear canal.

Manufacturer narrative:
The device has been explanted and discarded therefore the device will not be returned to the manufacturer for evaluation. When available, a failure analysis will be submitted as a follow up report.

Event description:
The user was reimplanted on (B)(6) 2017, due to cable extrusion with electrode extrusion into the outer ear canal.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted in 2017 due to an extrusion of the electrode into the external ear canal. The explanted device is not available for investigation. This is a final report.

Event description:
Information was received on february 15, 2022 that the user was reimplanted on (B)(6) 2017 due to extrusion of the electrode lead with electrode array extrusion into the outer ear canal (eac). Per post operative report, the eardrum and the canal wall required reconstruction. There was no allegation against the device. Per internal registration information, a full insertion of the electrode array was made at implantation.